Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot baseline patient) has been confirmed. Upon investigation the belt was unable to complete incoming testing. The cause for failure was isolated to the j7 component on the ECG "d" dome was broken. The root cause for the damaged component could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.